Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, as part of a non-baxter study, that a patient experienced peritonitis manifested by abdominal pain coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized four days after the onset for the peritonitis event. The cause of peritonitis was unknown. On the same day as the hospitalization began, the patient was treated with cefazolin injections (1 g, daily, intraperitoneally (ip)), fortum injections (1 g, daily, ip). And vancomycin (1 g, daily, ip) for the peritonitis. Antibiotic treatment continued for six days. Six days after the hospitalization began, in the same month as the onset of peritonitis, the patient was discharged from the hospital. The patient was recovered from the peritonitis event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.